Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarms after changing batteries. The customer's blood glucose was 181 mg/dl at the time of incident. The customer was assisted in clearing the alarm and began performing a self test. The customer stated that they received an external ram error alarm and an unexpected restart alarm after inserting a battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised that they may continue using the insulin pump until they received the replacement. The insulin pump will be returned for analysis.